Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to prime unit during prime/compromised force sensor system test due to faulty fsr. The unit had cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, scratched display window, missing end cap sticker, and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.